Event description:
Healthcare professional reported "gel bleed". This record is for the right-side. Device has been explanted.

Manufacturer narrative:
Continued h.6: f2203. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: gel bleed.

Event description:
Healthcare professional reported "gel bleed". This record is for the right-side. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, 2 opening assessed, as surgical impact opening (shell thickness was within specification). Additional observations: observed, stress marks. No further actions are required, as no manufacturing issues are observed.

Event description:
Healthcare professional reported, "gel bleed". This record is for the right side. Device has been explanted.